Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital and treated with intravenous drip. No additional information was provided. Customer did not respond to tandem technical support follow up attempts to obtain specific information and outcome.